Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER for a patient notifier for non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. The patient was stable.